Manufacturer narrative:
Received one used mc100 microclave for inspection. No defects or anomalies noted. No mating devices were returned. The microclave was leak tested per product specifications. There was no leakage. The reported complaint was unable to be replicated or confirmed. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint. D9 device returned to manufacturer on: 9/17/2024.

Event description:
The event involved a microclave® clear neutral connector where the reporter stated that the seizure medication leaked from distal medline connection between tubing and microclave. The event occurred at 9:50 am during use on patient. There was patient involvement, no human harm or adverse event and unknown delay in therapy reported.

Manufacturer narrative:
The device was received for evaluation. The investigation is pending.